Event description:
It was reported that this tool did not allow for the needle to click into place as expected and nearly falling to the floor when first passed to the surgical field. Despite the issue, the physician used the tool for the inflatable penile prosthesis (ipp) implant procedure without issue. There was no patient impact. The tool is expected for return.

Manufacturer narrative:
Product investigation: the complaint component was returned and analyzed, and the reported allegation could not be confirmed via product analysis. The furlow inserter tool was visually inspected. The tool was returned without the clevis pin. The reprocessing instructions for the ams tools dfu do not instruct removal of the clevis pin for cleaning and sterilization. Analysis was unable to determine if the missing clevis pin is a manufacturing issue as the tool had already undergone sterilization and use. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause not established. This complaint investigation conclusion code is utilized for when the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Based on the results of this investigation no escalation to ncep/CAPA/scar is required.

Event description:
It was reported that this tool did not allow for the needle to click into place as expected and nearly falling to the floor when first passed to the surgical field. Despite the issue, the physician used the tool for the inflatable penile prosthesis (ipp) implant procedure without issue. There was no patient impact. The tool is expected for return.